Event description:
It was reported that the pt underwent replacement of a 18 ml pump to a 40 ml pump due to "depletion". The catheter was trimmed 16 mm at the time of surgery due to a catheter break at the connector to the pump. A calcified mass was noted at the pump connector and was sent to pathology. The pump contained dilaudid 35 mg/ml at a dose of 24 mg/day; clonidine 1000 mcg/ml at a dose of 686 mcg/day; bupivicaine 28 mg/dl at a dose of 19.2 mg/day; droperidol 250 mcg/ml at a dose of 171 mcg/day at the time of the replacement. Clinic notes rec'd for the time period 2005-2006 which was prior to the surgery included pump refills occurred approximately every 3-4 weeks. Various dose and concentration adjustments of the above noted medications were made during the clinic visits to treat the patient's pain and for blood pressure control. During that time, the pt had episodes of nausea and was also diagnosed with nausea, rheumatoid arthritis flares and left ankle and foot rsd. There was no specific event which lead to the pump replacement and catheter revision. Medication list included: catapres; procardia; prevacid; nortryptyline, soma, vicodin es. Toradol, oxycontin, lorazepam, sinequan, baclofen, vistaril, zofran, effexor; prilosec, msir, valium.

Manufacturer narrative:
Results: use for catheter.